Manufacturer narrative:
The reported field event of no telemetry was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an implant procedure, a pacemaker exhibited a loss in radio frequency (rf) capabilities upon interrogation. Multiple programmers were used but the result remained the same. The device was not installed. Another pacemaker was implanted. The new pacemaker exhibited no issues. The patient was stable